Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex catheter. Shortly after the one passage, the physician was unable to retrieve the catheter. The guide wire was stuck inside the catheter. The catheter was removed in one piece, and a different catheter was used to successfully complete the procedure.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the straub products that are cleared in the us. The pro code and 510 k number for the straub products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter with guidewire stuck inside was physically investigated. During physical investigation, the tip of the catheter was heavily clogged with bodily material. The catheter had to be flushed, after flushing, the guide wire could be pulled out with strong resistance. The guide wire had no physical damages. Aspiration test was performed and slightly lower aspiration level than nominal was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (medical device expiration date), e1, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the straub products that are cleared in the us. The pro code and 510 k number for the straub products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a procedure using the rotarex catheter. Shortly after the one passage, the physician was unable to retrieve the catheter. The guide wire was stuck inside the catheter. The catheter was removed in one piece, and a different catheter was used to successfully complete the procedure.